Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with ulcers and blood glucose in the 1000mg/dl range. He was reportedly vomiting and experiencing diabetic ketoacidosis. The customer's healthcare provider speculated that the incident was caused by a malfunction in his insulin pump; although, the customer didn't believe the event to be attributable to a faulty device. No equipment was returned. No additional information was reported.